Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were clips used in the surgical procedure prior to firing device? No clips were used. Were any ancillary devices used proximal to vessel during firing? Do not know. Was the surgeon able to visualize cut line on device relative to vessel? Do not know. Did the device complete intended firing sequence or did it stop mid-firing? Device is believed to have completed the firing sequence. Was the staple line complete and properly formed? Do not know. Was the tip of the device visible when fired? Do not know. Was there any extraneous tissue beyond the cut line? Do not know. Was there any movement of the vessel during firing? No. If device would not open, what trouble-shooting steps were taken to remove device from tissue? The device opened without any problems.

Event description:
It was reported that during an open lobectomy procedure, per a nurse that was in the case, the device only cut part of the way across the pulmonary artery; the device went about halfway. The firing number was unknown and it was unknown how the device was released from the tissue, but there was no reported issue opening the device. There was no information available about staple formation; the nurse stated that she could not see due to it being an open case, but bleeding occurred. The surgeon held/clamped the bleeding and it was ultimately controlled by tying off the pa with suture. There was about an hour delay while waiting for blood products. The patient received two units of blood. It was unknown how the case was completed. The patient is in stable condition.